Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and needed assistance resetting the device. Blood glucose level at the time of the incident was 596 mg/dl and currently 595 mg/dl at the time of the call. Customer treated with syringes and insulin pump. Customer was assisted with troubleshooting. The insulin pump was not replaced or returned for analysis.